Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of two devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 2 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
Additional serial number included in this report (B)(6). This report is correct the number of devices involved to 3 devices. Evaluation of the 3rd device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 3 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.